Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was noted that the rv lead exhibited elevated capture threshold. Chest x-ray was performed and revealed probable rv lead dislodgement. The rv lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported event of inadequate capture thresholds was not confirmed. As received, a complete lead was returned in one piece for analysis. X-ray inspection found over torque of the inner coil at the connector region consistent with procedural damage, but found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, specification measurement, electrical testing, visual and x-ray inspections were normal with no anomalies. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil.